Manufacturer narrative:
(B)(4) - device evaluation: the test strips (lot# 3361377 and 3373385) involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. No error message was observed. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.